Event description:
Pt injecting insulin with rn present, successfully injected insulin, withdrew insulin needle and noted piece of needle missing. Abdominal x-ray completed, confirmed 2 mm needle fragment in abdomen within anterior wall right of midline at l3 level. General surgery consulted.